Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The age of the device, insufficient cleaning, and damaging force being applied to the instrument could all contribute to the issues identified in the complaint. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The IFU states: chapter 3 preparation and inspection: 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, there was a gap observed in between the forceps cover and light guide cover. The device failed the insulation test due to the missing glue on the distal end cover. The button switch #1 was cut. In addition, there were deep stratches in the control knob lever. The device was serviced and returned to the user facility. Investigation is still ongoing and the cause of the reported event could not be conclusively determined at this time. However, if more information becomes available then, this report will be updated accordingly.

Event description:
Olympus was informed that during receipt inspection, while pre-cleaning, black residue was found coming off the scope. The scope was not used during procedure. No injury or harm was reported.